Event description:
It was reported that a customer received an alert 7t related to their insulin pump. There was no information available regarding the customer's blood glucose level. Furthermore, the pump was no longer under warranty, and no additional information was available regarding any actions taken or the outcome of the event.